Event description:
It was reported by the affiliate that during a low anterior resection procedure, there was an incomplete staple line and part of the anastomosis tore. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
H4,6: information not available, device not returned for analysis.